Event description:
The reservoir failed to drain the waste fluid on the 9th day following initial use of the device. The device was replaced. The device was drained every day during use.

Manufacturer narrative:
H6: the product upon which this medwatch is based is anticipated.